Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient had poor coupling with recharging and indicated they were unable to get any boxes. The recharger antenna was reported damaged. The patient tried new batteries in remote and tried troubleshooting over the phone by re-positioning antenna over ins, as well as having patient turn antenna dial through all 4 positions. While on the phone the patient was getting some boxes. No symptoms and or complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 37791: product type: recharger. Product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their recharger is not working properly. They indicated that they cannot get enough coupling boxes to charge the implantable neurostimulator (ins), which is why they are in pain. The patient mentioned that they have been trying to recharge their ins every day this week, and the ins is only a quarter charged. Troubleshooting was done at the time of the report. The patient repositioned the antenna and turned the dial through all 4 positions. They noted getting the poor coupling screen. The patient also mentioned that it is hard to hold the recharger antenna in place because it is on her right side, and they had a shoulder replacement on their right side. The patient was transferred to repair. It was reported that the patient¿s recharger antenna was damaged. The patient was sent a replacement antenna to see if that resolved their issues. It was reported on (B)(6) 2018 that the consumer was getting 0 coupling bars (poor coupling) even after 2 replacement implantable neurostimulator recharger (insr) antennas. Antenna locate (al) feature was used during the call and the patient received 2 bars. The patient had shoulder surgery so it was difficult for them to hold the antenna to charge the implant. The patient ordered adhesive discs during the call. The consumer would reach out their health care provider (hcp) if the issues did not resolve to have the ins site checked. No further complications were reported.